Event description:
It was reported that the patient presented in the clinic for follow-up. Upon review, the implantable cardiac monitor failed to be interrogated. No interventions were performed. There were no patient consequences.

Manufacturer narrative:
Further information requested but was not received.